Event description:
During a gastric bypass procedure, the lap scissor did cut the mesenterium in the jejunotoomic only after that did not cut anything. Another device was used to complete the case. No pt consequence.